Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was ventricular short interval count v-sic=37.3 counts avg/day, in 47.84 days, between (B)(6) 2012 14:52:37 and (B)(6) 2012 11:00:06.

Event description:
It was reported that the right ventricular [rv] lead attached to the patient's defibrillator had an elevated sensing integrity count as the lead was possibly oversensing the concurrent and contralateral cardiac resynchronization therapy pacemaker that the patient also had implanted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.